Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a defect closure procedure performed on (B)(6) 2025, in an unknown anatomy. During the procedure, the clip would not release from the catheter. The patient experienced bleeding and fully recovered. The procedure was completed with a different device. There were no patient complications reported as a result of this event.